Event description:
During the procedure, the patient experienced chest pain and an ECG and tte revealed pericarditis. Medication was administered to resolve the issue. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported chest pain and pericarditis could not be conclusively determined.